Event description:
Event description guidant received information that the rate sense portion of this lead had impedance measurements of 1868 ohms at implant. At discharge, the pacing threshold increased to 3.5 volts and the impedance was 2,200 ohms. Now at this most recent follow-up the impedance is 938 ohms and there is no capture at 7.0 volts. There is no noise on the electrograms with isometrics. In addition, the chest x-ray shows that the lead is in the apex and is unchanged from the original implant.